Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, when the stent was removed, the struts were damaged. The procedure was completed with another stent and no known patient complications were reported.